Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit with multiple components for evaluation. Signs-of-use in the form of biological material was observed on the tray surface. The guide wire was observed to have a kink/bend towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both the proximal and distal welds were present, full, and spherical. The spring wire guide length and outer diameter were measured and were found to be within specification. The kink in the guide wire was located approximately 34mm from the distal tip. The proximal end of the guide wire was passed through the distal end of the catheter. Minor resistance was encountered when the kink reached the catheter; however, the guide wire was able to pass will little to no difficulty. The guide wire was also able to pass through the ars/introducer needle assembly with little to no resistance. A manual tug test revealed that the proximal and distal welds were secure and intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked approximately 34mm from the distal tip. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the condition of the returned guide wire and the report that the damage was observed during use, unintentional user error likely cause or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the swg was found kinked in the introducer needle and difficult to advance during usage.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the swg was found kinked in the introducer needle and difficult to advance during usage.